Event description:
New information notes the lead was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the patient presented to clinic, the right ventricular lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 32.5 cm to 32.7 cm from the distal tip. The abrasion was consistent with constant friction to an implantable device. This likely contributed to the reported noise anomaly.